Event description:
A surgeon reported a pt experienced hazy vision and was dissatisfied with their current visual status following an intraocular lens (iol) implant procedure. The lens was exchanged with an different model lens. Additional info was received from the surgeon who reported a secondary refractive procedure was performed prior to the lens exchange. The symptoms have resolved following the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Not enough info was provided to conduct a review of the cartridge lot. It was not specified which component of the viscoelastic pack was used. There is only one viscoelastic approved for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) 2013. (B)(4).